Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. It was reported the patient was hospitalized for the event. The patient was treated with an unspecified drug (intraperitoneal, dose, duration and frequency were not reported) for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.